Manufacturer narrative:
(B)(4). The product has been requested and a follow-up will be submitted once results are available.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 16.3 mmol/l and 2.9 mmol/l within a ten minute timeframe. When plotted on a parkes error grid the results fell within the 'c' zone and are considered clinically significant. There was no report of death, serious injury or mistreatment.